Event description:
It was reported that the patient came to the emergency room after having received multiple shocks. A remote monitoring transmission indicated that the shocks were inappropriate due to atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.